Event description:
During an angioplasty procedure the guiding catheter broke. It was divided into two sections 15 cm away from the distal end at the level of the iliac artery. No sudden or violent movements were made and no guidewire or any other product was passing through the guiding catheter at that moment. A loop was used to remove the separated piece from the pt's body with no complications. There were no adverse effects to the pt.